Manufacturer narrative:
On (B)(6) 2020, biosense webster inc. Received additional information about the patient and event. It was reported, that the patient¿s condition had improved. Prolonged hospitalization was not required. Physician¿s opinion regarding the cause of the adverse event, is that it was procedure related. The physician considered, that there is a high possibility that the catheter stabbed somewhere in cardiac cavity, when the patient coughed, due to epistaxis. No bwi product malfunctions were reported. There was no evidence of steam pop, during the ablation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc- (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30423038m number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure after pvi was ended, the patient¿s blood pressure decreased, and the physician suspected pericardial effusion. Effusion was confirmed by body surface echocardiography. Pericardiocentesis was performed to remove the fluid from the pericardial space. The patient was then transferred to the intensive care unit (ICU). There was no need for open chest surgery. Patient¿s outcome is unknown. There¿s no indication that prolonged hospitalization was required. Physician¿s opinion was not provided. No bwi product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.